Event description:
It was reported via a trial that approximately twenty two months post xience v stent implantation in the mid left anterior descending artery (mlad) the patient experienced chest pain with diaphoresis and shortness of breath. On (B)(6) 2010, the left heart catheterization revealed minimal in-stent stenoisis in the index target lesion with no more than 20% residual stenosis. Treatment included medical managment only. Though requested, there was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. Angina and stenosis are known adverse events as listed in the xience instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined; there is no indication of a product quality deficiency with respect to manufacture or design.